Event description:
It was reported the patient's existing ipg pocket site was causing pain on the patient's spine due to scoliosis. As a result, the patient underwent surgical intervention where her ipg pocket site was relocated, which resolved the reported issue.